Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer had been receiving multiple power error detected alarms starting from 3 days ago. It was verified in alarm history that the alarm occurred every 4 hours. She had to simulate the rewind sequence after every alarm. The customer was suggested to remove the battery from the pump looking at the red led blinks. The customer was advised to call back if the issue occurs again. The insulin pump will not be returned for analysis.